Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2015 with the following findings: there was moisture observed inside the battery compartment. The leak test was performed and failed due to a battery compartment leak. The pump was opened and no further evidence of moisture was observed inside the pump. Unrelated to the original complaint, the threads on the battery cap were stripped.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose above 250 mg/dl, but less than 500 mg/dl with polydypsia. It was reported that there was moisture corrosion inside the battery compartment. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.